Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the flex vision pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flex vision monitor goes black during boot cycle and activity leds for hard disk go blank. The fse also found that the system was unable to connect with prodrive flexvision pc. To resolve the issue, fse replaced the hard drive in prodrive flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.